Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -9.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).